Event description:
It was reported the drg system was not providing effective therapy and as such the drg system was explanted and replaced with a scs system and reportedly effective therapy was restored.

Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model:mn10450-50a UDI: (B)(4), serial:(B)(6), batch:8880357. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.